Manufacturer narrative:
(B)(4). H6 : tasp bottom- mechanical (g04) - provisional bottom. Visual examination of the returned product found it to exhibit signs of repeated use and is fractured complaint was confirmed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported that the device was discovered fractured by a rep when putting the instrument sets back together. Attempts have been made and all available information has been provided.